Event description:
It was reported that pump experienced recurring malfunction alarms with code malf 12, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer chose to continue using current pump and planned to use alternate insulin method if needed, while technical support arranged shipment of replacement pump with updated software, confirmed shipping details, instructed customer to place old pump in storage mode and return it within 10 days using provided materials, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.